Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product is not expected for return.

Event description:
It was reported the patient had hyperglycemia while using the infusion device. The infusion device provided an e4 occlusion then w8 bolus cancelled message. The reporter alleged the occlusions from the device lead to the high blood glucose. The patient's mother took him to the doctor's office due to the elevated blood glucose. The doctor's office meter gave a result "over 500 mg/dl". The nurse advised the mother to take the patient to the emergency room. The patient's blood glucose level was 422 mg/dl in the emergency room. The patient was treated with a bag of saline via IV. The patient was not admitted into the hospital. The infusion device is not expected to be returned for product evaluation.